Event description:
During a surgical procedure, the bone reduction blade broke and the tip remains in the patient's bone.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The complaint item was discarded.